Event description:
Peviously used roll applied to pt using proper procedure (stockenette used). Pt sustained burn on calf of leg the size of lemon. Roll was opened and had been used on other pt without a problem.